Manufacturer narrative:
Unit passed self-test and displacement test. No pump error 15 alarms noted during testing. No pump error 23 noted during test. Unit successfully downloaded to thump. However the formatted history file confirmed the pump alarmed pump error 15( line number 38 and file number 442) on (B)(6) 2023 21:15:09.000 due to what_found. Confirmed the pump alarmed 23 on (B)(6) 2023 21:15:11.000 in the history files. Error 23 is expected during normal pump operation. The pump was cut open and inspected and found no anomalies on the electronic stack, motor, or force sensor. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. Confirmed customer complaint of pump alarmed error 15, however, the pump did not alarm error 15 during analysis. Pump error 23 was not confirmed during testing but was noted in the pump history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm 23(the critical block and inverse critical block did not add to zero) and pump error alarm 15 (post-reset ram crc alarm). No harm requiring medical intervention was reported. Troubleshooting was performed.  Customer was able to rewind the pump. The customer will be discontinue use of device. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.